Manufacturer narrative:
The customer¿s concerns of syringe not being compatible could not be confirmed. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No log review could be performed since no device or logs were returned. No testing could be performed since no product was provided. No review of device service history record and production failure record could be performed since no product was provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the syringe used is not compatible with the syringe pump. The nurse stated that the saline flush syringe they use is not compatible with the syringe pump. She stated she draws up the flush and transfers it into a 3cc syringe so she can infuse it. There was no patient harm.